Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the tissue comes out of the shredded in small pieces.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 1, 2018, it was reported that the tissue comes out of the shredded in small pieces. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was august 17, 2017 where it was reported that the device needed repair and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on june 29, 2018 revealed that the calibration was within specifications. The motor speed was out of specification. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on june 29, 2018 which included replacement of the bearings, seal and retaining ring, motor, and poppet assembly. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review the calibration was within specification. The motor was out of specification; however it would not cause the tissue to be shredded. The root cause of the tissue shredding cannot be specifically determined with the provided information since it is unknown how the damage to the graft occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.